Manufacturer narrative:
B5. Describe event or problem - correction - patient having vns devices explanted was inadvertently not added. D7. Explant date - correction - explant date of (B)(6) 2020 was inadvertently not added to initial MDR.

Event description:
It was reported that patient's generator and lead were explanted. The explanted device was received for product analysis. Generator analysis was performed. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents can be verified. The generator battery measured at 2.834 volts and found to be at an ifi=no condition. This confirmed that the battery had not depleted prematurely as reported. There were no performance or any other type of adverse conditions found with the pulse generator. No additional relevant information has been received to date.

Event description:
It was reported that the patient battery has been dead for several months, even though it has been implanted for less than a year. Device history records were reviewed for the suspect generator. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No known surgery has occurred to date. No additional relevant information has been received.